Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure in the cath lab the catheter wouldn't go through the sheath during insertion. The device was removed and the issue was resolved using a different catheter. There were no complications for the patient.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint that the catheter became stuck in the sheath is confirmed. The sheath in question was not returned for investigation; however, two leaks were found on the outer lumen, and this can lead to difficulties with pulling a vacuum on the bladder membrane with the one way valve. Difficulties with pulling a vacuum can potentially lead to issues with inserting the iab through the sheath. The leaks appear consistent with contact from a sharp object. The iab bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for developing trends. No further action required at this time.

Event description:
It was reported that during a procedure in the cath lab the catheter wouldn't go through the sheath during insertion. The device was removed and the issue was resolved using a different catheter. There were no complications for the patient.